Event description:
Medwatch, #340069, received from customer stating "reviewed medical record on 3/10/99. On 2/26/99 pt underwent laparoscopic right inguinal herniorrhaphy. During surgery the diaphragm of trocar was found loose intra-abdominally and later broke off. Diaphragm retrieved by surgeon. Pt discharged to home that same day in stable condition. No injury to pt." The medwatch form lists the device as a "355mm" but no other indication of product code is available. Device is being held by hosp. It will be released to ees for analysis only if "hold harmless agreeement" is signed.